Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) lead dislodged. It was also noted that a radiograph showed that the pacing leads were hanging and not attached. No capture, high impedance and no pacing were also observed on both pacing leads. Diagnostic testing/troubleshooting was performed and both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.